Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID: 2134265-2013-06628; 2134265-2013-06630. It was reported that post percutaneous coronary intervention, chest pain occurred. On (B)(6) 2010, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, index procedure was performed. Target lesion #1 was a de-novo lesion located in mid left anterior descending (lad) with 90% stenosis and was 25 mm long with a reference vessel diameter of 2.1 mm. The lesion was treated with direct stent placement using a 2.25mm x 32 mm taxus liberté atom¿ stent overlapped proximally with a 2.50mm x 8 mm taxus liberté atom stent with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in proximal left circumflex artery (lcx) with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.4 mm. The physician treated the lesion with direct stent placement using a 2.50mm x 32 mm taxus liberté atom stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2011, the patient presented with chest pain and was hospitalized on the same day. At the time of the event, the patient was on aspirin and the study drug. Other antiplatelet medication was never taken during this study. Angiography without revascularization was performed. In addition, the subject was treated medically. Two days from admission, the event was considered resolved without residual effects and the patient was discharged.